Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported problem was confirmed and replicated. During power-on testing, the c-34 error was observed, confirming the fault occurred in the field. Upon visual inspection, no issues were found that correlated with the reported event. The unit will be returned to the original equipment manufacturer for additional failure analysis and potential repair. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, a nurse called to report an error c-34 on the erbe integrated electrosurgical unit (iesu) generator, which was no longer in use. They had already attempted a system restart without success. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and confirmed the error c-34. The tse advised restarting the erbe generator by removing power, but the error persisted. The procedure was completing as planned with no report of patient injury.